Manufacturer narrative:
(B)(4). One unit of manta 18f was returned for evaluation. Blood particulates were noted. Unit was decontaminated and inspected. Manta was locked into the sheath with the lever actuated. No components were noted. The device lot history record review for lot number mn2301508 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 68-year-old female patient, 107 kgs presented in the or for a tavr procedure. An initial angiogram taken indicated no issues. A mid-femoral head positioned access was gained utilizing ultrasound for guidance. The right common femoral arteriotomy was 8.0mm, no calcification, mild tortuosity with a measured deployment depth of 5.0cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Post-tavr, activated clotting time (act) was 139; heparin and protamin were administered, and the 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered mild resistance attempting to advance the bypass tube into the sheath hub. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Following deployment, the access site continued to bleed. Balloon inflation was applied, and a contralateral covered stent was placed on the iliac artery, achieving hemostasis. The patient did not experience any harm due to this event and was transferred to pacu in stable condition. The exact cause for this extended hemostasis requiring a covered stent is likely due to user error. The root cause of the implant not being effective in creating hemostasis potentially is contributed to poor patient selection. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported "failed closure". A viabahn covered stent was placed in the illiac. The patient's current condition is reported as "stable and sent to the unit".

Manufacturer narrative:
Qn#(B)(4). UDI number: (B)(4).

Event description:
It was reported "failed closure". A viabahn covered stent was placed in the illiac. The patient's current condition is reported as "stable and sent to the unit".